Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain and degenerative disc disease/herniated disc pain. The patient reported that their therapy had stopped, and they had an informational power on reset (por) message on their recharger. They stated that the por appeared when they went to charge their implant the day prior to the report. The por was not alleged to be related to an overdischarge event. The patient stated that they had an MRI done a couple of weeks ago and activated/deactivated MRI mode. The patient was able to clear the por at the time of the report and turn therapy back on. They confirmed that the therapy was adequate. The patient stated that they are unsure what caused the por. Troubleshooting resolved the reported issue. No further complications were reported or anticipated.